Manufacturer narrative:
A new right ventricular (rv) lead was successfully implanted. To date the explanted lead has note been received at boston scientific. Upon receipt the lead will under go details laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the helix was fully retracted. A hole was observed in the insulation 281 mm from the terminal pin. The insulation between the helix housing and the anode ring was stretched and twisted. A stylet was inserted into the lead's lumen with no resistance. The helix was tested, but would not extend, due to dried body fluid in the helix mechanism. Resistance testing was completed to assess the lead's electrical performance, and testing was performed to assess the integrity of the insulating material between the conductors. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead electrode perforated the ventricle wall. The decision was made to drain the patient and explanted the lead. A new rv lead was successfully implanted. The lead was returned for analysis. No additional adverse patient effects reported.